Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was withdrawn interaction with the guiding catheter resulted in the reported/noted stent damage (crushed/mangled) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a de novo lesion with heavy tortuosity and heavy calcification in the proximal left anterior descending (lad) coronary artery. The 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced into the vessel without resistance, but the physician decided to withdraw the sds for unknown reasons. During removal, the stent became crushed inside the guiding catheter during use of a guideliner. Due to the stent damage all the devices had to be removed as a single unit from the patients anatomy. A new guide and re-wiring of the lesion was required before advancing a 3.25 x 23 mm xience alpine to complete the procedure. There was no adverse patient effects. Although, replacement of devices added time to the procedure, there was no clinically significant delay in the procedure. No additional information was provided.